Manufacturer narrative:
We have investigated the instrument. The tip of the instrument is broken. It is unknown when or where the tip broke, if during use or during transport we shall not know. No further information on the outcome of the patient. (B)(4). This event was reported due to an event of hypotony. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) all available information has been disclosed. This complaint has now been closed.

Event description:
A report of an incident that occurred in (B)(6) has been received. The following incident was reported : "it seems there is a little hole (valve) in the tube which is connecting the handpiece. Our client thinks it should not be there because the anterior chamber collapsed twice.